Event description:
It was reported that the customer's insulin pump went into threshold suspend and she was unable to override it and deliver a full bolus. The customer's actual blood glucose level was 109 mg/dl and the sensor read 52 mg/dl. The customer changed her sensor and the insulin pump and sensor functioned according to specification. The product is not being returned. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.